Event description:
IV catheter system had a hole in the tubing. After insertion of IV, blood oozed out of a hole in the tubing that is extended from the needle. Bd nexiva 20 ga 1.25 in catheter with lot number 1113420. IV was removed and reinserted unnecessarily.